Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6 the event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Physician reported left side "folds were larger and showed fluid with a signal similar to the silicone inside and outside the implant lamina, inside the folds; thus there was silicone outside the implant" via MRI.

Manufacturer narrative:
Cont. H.6. Health effect-f15 recognized device or procedural complication. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported " new incidents of patients that carry allergan prosthesis" then rupture . This relates to the left side. MRI and ultrasound performed. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Lump/nodule: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Crease/folding of implant: no observed creases on the device. Additional observations: brown particles observed on the device.

Event description:
Physician reported " new incidents of patients that carry allergan prosthesis" then rupture . This relates to the left side. MRI and ultrasound performed. Physician reported left side "folds were larger and showed fluid with a signal similar to the silicone inside and outside the implant lamina, inside the folds; thus there was silicone outside the implant" via MRI. Device has been explanted and replaced with a non-allergan device.